Manufacturer narrative:
Steris provided the user facility with information regarding a monitor bumper guard. No bumper guard was present on the monitor prior to the reported event. The monitor bumper guard is an optional piece sold separately from the or integration monitor. The employee has returned to normal work duties.

Event description:
The user facility reported an employee hit his head on an infield monitor due to inattentiveness. The employee subject of the reported event sought and was administered medical treatment. No report of procedural delay or cancellation.